Manufacturer narrative:
(B)(4). The device was expected to return but reported to have been discarded. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA. [Medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Per hospital contact, the date of event may be an estimate. Per hospital contact, the date of relevant lab information may be an estimate. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues, [medwatch # 2024168-2017-02310].

Event description:
It was reported that a 3.75x15mm nc trek rx balloon dilatation catheter (bdc) was unpackaged, the lumen was flushed, and the protective sheath was removed with no issue noted. The nc trek rx was advanced without resistance. When inflating the nc trek rx, the balloon did not inflate. The nc trek rx was withdrawn without difficulty. A new nc trek device was used successfully. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.